Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. In addition, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. The analysis of the submitted log files revealed low flow hazard alarms on (B)(6) 2019. High pi values were also observed during the events. The pump speed remained above the low speed limit for the duration of the file and the system appeared to function as intended. The patient was brought into the emergency room (ER) on (B)(6) 2019 with low flow alarms and upon evaluation in the ER, the patient was found to have a hemoglobin of 3.5. The account communicated that the patient was admitted to the hospital with a decrease in consciousness and upon labs, the patient had a hemoglobin of 3.5 and inr of 5.8. It was also noted that the patient reported that their inr at home the day before was 2.5. It was unclear where the source of bleeding was. No active bleeding was reported by the patient and there were no black melena stools. A computerized tomography of the abdomen, pelvis, and chest were performed and were negative for bleeding or presence of blood in the abdomen. A stool guaiac test was performed and was found positive 1 out of 1. Gastrointestinal and hematology were consulted. Per gastrointestinal notes, the patient denied having overt blood loss, although stool was positive for hem it was doubted that severe anemia was of gi origin. It was noted that the patient was implant on (B)(6) 2019 and at the time, the egd/colonoscopy workup were negative. The hospital ruled out hematologic source at that time. At the time of discharge, hemoglobin stabilized at 10.7/31.8 and pt/inr of 17.3/1.5. Patient received a total of 6 units of packed red blood cells and 5 units of fresh frozen plasma. From the hematology stand point, there was concern that the patient had a gastrointestinal bleed event in the setting of an elevated inr. The hemolytic panel was within normal limits, iron and folate studies were normal as well. It was recommended that the patient have a gastrointestinal workup as an outpatient with a possible video capsule endoscopy. The patient was on serial cbcs weekly at that time. The patient was discharged home and to follow up with gi as outpatient for further workup. The patient remains ongoing on heartmate 3 lvas. There is no product available for evaluation. It was noted that the patient continued having low flow alarms in (B)(6) 2019. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU describes all system alarms and the recommended actions associated with them. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a decrease in consciousness and upon labs it was found that there hemoglobin was low at 3.5 and their inr was 5.8. The patient reported that their inr at home was 2.5 the day before. It was unclear what the source of the bleeding was. No active bleeding was reported by the patient and there were no black melena stools. A computerized tomography of the abdomen, pelvis, and chest was performed. Results were negative for bleeding or presence of blood in the abdomen. Stool for guaiac was performed and positive 1 out of 1. Gastrointestinal and hematology were consulted. Per gastrointestinal notes the patient denied having overt blood loss, although stool was positive for hem it is doubted that severe anemia is of gi origin. Based on the fact that the recent implant from (B)(6) 2019 and at the time of egd/colonoscopy workup was negative, it is recommended to rule out hematologic source at this time. At the time of discharge, hemoglobin stabilized at 10.7/31.8 and pt/inr of 17.3/1.5. Patient received a total of 6u packed red blood cells and 5 u ffp. From hematology stand point there is however concern that the patient had a gastrointestinal bleed event in the setting of elevated inr. Hemolytic panel was within normal limits, iron and folate studies were normal as well, it was recommended that the patient have a gastrointestinal workup as an outpatient with a possible video capsule endoscopy. The patient is on serial cbcs weekly at this time. They were discharged home and to follow up with gi as outpatient for further workup.